Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that minute ventilation (mv) signal oversensing was observed on the right atrial (ra) lead channel. Within seconds of oversensing mv, the mv sensor was automatically disabled by the tachy detection algorithm. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.